Event description:
The user facility reported that during reprocessing of the subject device, the technician observed a leak from the biopsy channel. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing of the device, it was observed that the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during the device evaluation (coating peeling).

Manufacturer narrative:
During inspection and testing of the returned device, the coating on the insertion section was found to be peeling off due to deterioration. In addition, service confirmed the biopsy channel was leaking from both sides due to buckling and deformation of the channel. Further evaluation of the device found that due to the damaged biopsy channel, the suction volume did not meet the product specifications. The bending angulation was out of specification due to wear of the angle wire. The light guide bundle was observed to be damaged. The adhesive rubber at the bending section was deteriorated due to chemical and physical stress, and clotted protein was observed on the surface. Several of the device components demonstrated discoloration due to chemical reprocessing over time, and scratches and dents due to wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, and so on. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual general policy precautions warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.